Manufacturer narrative:
The reported generator was returned for investigation. The reported error message was observed when initiating the generator. The stimulator board was replaced and the unit functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported error message and subsequent procedure cancellation was due to a non functional stimulation board.

Event description:
During the procedure, the error message "controller not responding or incompatible" displayed each time the generator was started and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.